Manufacturer narrative:
Per the user guide: the insulin duration reflects the amount of time that insulin is actively lowering your bg. Consult your healthcare provider to accurately set your insulin duration. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump insulin duration setting was set at 3 hours when it should have been 5 hours. Customer discussed setting with a healthcare provider. Tandem technical support assisted the customer with adjusting the setting. Blood glucose was 122 mg/dl.